Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). During the implant, it was reported that the surgeon had found the coring knife to be dull. The surgeon decided to use another back up coring knife, to complete the case. The hospital is sending the coring knife to the manufacturer for analysis. The patient remains stable, and on lvad support while awaiting a heart transplant.

Manufacturer narrative:
The manufacturer has received the device, and it is currently being analyzed. No further information is available at this time.